Event description:
It was initially reported by the sales representative that the product was not functioning properly. Additional information was requested and on 04/28/2014, the following was provided. From the sales representative: as per surgeon, "the major issue has been difficulty in easily closing the units as we are applying them to the patient's head. I have had to apply increased pressure to accomplish closure and this is dangerous for the patient and should be rectified." The surgeon could not get the skull clamp to advance or close at all when attempting to pin the patient. The surgeon removed the ratchet arm from the body, attempted closure a second time and had the same result. From the operating room registered nurse: the clamp was checked by the surgeon prior to patient contact so it was not used for positioning. When the surgeon attempted to slide the two ends of the mayfield clamp together, the surgeon met resistance and the clamp would not close on several attempts. When it finally did close, it would close with too much force. The surgeon did not use it at all. The patient was anesthetized while the surgeon tested the clamp so the start of the positioning aspect of the case was delayed while the nurse got another mayfield clamp. The delay was approximately 10 minutes while the surgeon tested the clamp and then decided to use another one. The patient is a (B)(6) male who was to undergo a craniotomy for tumor removal. There was no consequence to the delay of surgery and there was no patient harm. Additional information on 04/29/2014 was received from the operating room registered nurse that the date of the event was on (B)(6) 2014.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information. See scanned page.